Event description:
It was reported that the pt's vns generator could not be interrogated. The last successful interrogation as per the physician was on (B)(6) 2011. The pt has since then had shoulder surgery on her right shoulder and now wears a sling. The physician believed that the sling was possibly causing the difficulty however at a recent visit, the pt was using a smaller sling but still had difficulty interrogating. The physician's handheld is able to interrogate other pts' vns devices without difficulty. The physician stated that the pt's generator could be at end of service however a battery life calculation performed indicates that the generator has likely not reached end of service at this time. Attempts for further info are in progress. No adverse events have been reported at this time.

Event description:
Attempts for additional information have been unsuccessful to date.